Event description:
A site representative reported a damaged power cord on an imaging system. It was reported an electrical shortage in the mobile viewing system (mvs) power cord and the system was not charging. Physical damage to the cord was apparent, and the site representative noted a spark when plugging the power cord into the wall outlet. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable at this time. RMA issued. Replacement power cord shipped to site. Medtronic investigation of returned suspect device finds that the neutral line was open and damaged. Electrical failure directly caused the event. Reported issue was able to be replicated. Medtronic representative performed a navigation system check-out, all areas passed. Neutral prong on mvs power cord was disconnected from the neutral wire. Replaced power cord. System performed as intended.

Manufacturer narrative:
(B)(4).